Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens implant surgery. He reported that the cylinder axis and amount of postoperative cylinder were not expected. The current cylinder axis orientation was eight degrees from the intended axis orientation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Multi attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).